Event description:
It was reported that the system 9800 displayed and "overload fault" error code. Additionally the stationary handle was broken. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Carbon tracking was found at the high voltage tank and x-ray tube connections. The connections were cleaned and re-greased as proper maintenance prescribes. The handle was replaced. The system was tested and found to be working as intended and placed back into service.